Event description:
Device 1 of 2. MFR report# 3006705815-2018-00112. Additional follow up revealed that the issue of patient's headache has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. MFR report# 3006705815-2018-00112. It was reported that patient experienced a csf leak while undergoing a recent lead revision ( reference MFR. Report#.3006705815-2018-00075). Follow-up revealed the patient developed a headache postoperative due to the issue.